Event description:
Boston scientific received information that during a scheduled device check it was noted that this right ventricular lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.